Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Visual evaluation: visual analysis of the photographs identified: red particles on the surface shell, opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.